Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced fungal peritonitis. Three days after initial onset, the pt had a colonoscopy. Four days later the pt was hospitalized for peritonitis. On the same day as being admitted, the pt was treated for peritonitis with fortaz (1 gram, daily, ip-intraperitoneally) and vancomycin (2 grams, weekly, ip) for 6 days. The same day the patient also started treatment with ciprofloxacin (250 mg, daily, orally) to an unknown date. The cause of the peritonitis was unknown, however, the pt stated that he has this issue every time he has a colonoscopy. Six days after being admitted to the hospital, the pt was discharged. The patient was reported to be recovering. On an unknown date, pd therapy was discontinued. Additional information was requested but is not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13h15030, h13i16010, and h13i23115 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient was readmitted to the hospital for peritonitis. The patient¿s catheter was removed and therapy was discontinued. The patient had not fully recovered from the previous case when they were again diagnosed with peritonitis. Treatment information was not reported. It was unknown if the patient was recovering from the event. Should additional relevant information become available, a follow-up report will be submitted.